Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the power line fuses were blown. The fuses were replaced and the issue was resolved. The replaced fuses were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) was unable to boot up, and the power indicator lights were not illuminated. The power line fuses were found to have blown. There was no patient present when this issue was identified.